Event description:
It was reported that the surgeon dr (B)(6) called the sales rep (B)(4) during a surgery and reported that he could not screw the screw in the second hold of the distal extremity of the nail. It was added that the rep then advised him to take a similar nail and the surgery could be completed without a significant delay. No adverse consequences to the patient reported.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.